Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple follow-up contacts were made with the key market for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
The service engineer reported that the gas delivery system was leaking, and the customer was provided with a quote for parts. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a blocked gas delivery system (leak in the o2). There was no patient involvement when the issue occurred. No patient or user harm reported. The investigation is ongoing.